Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported only the catheter end was cut. The rest of the catheter remains implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving lioresal (baclofen) (2000 mcg at 350.21851 mcg/day) via an implantable pump for non-malignant pain, intractable spasticity, and post spinal cord injury. It was reported that during a surgical procedure on (B)(6) 2021 that a portion of the pump catheter near the connection to the pump was frayed and appeared broken.  The catheter was cut(while in the operating room) just proximal to the connector and connected to a new pump catheter, then the catheter was connected to the pump.  The patient did not have any signs/symptoms of baclofen withdrawal.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was catheter break/cut. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.